Manufacturer narrative:
Date of event: approximated based on the date of the revision procedure.

Event description:
It was reported that the patients lead migrated causing inadequate stimulation. The lead was originally placed at the t12, thoracic, height to address the patients chronic low back pain in the left s1, sacral, area. The patient underwent a revision procedure in which a second lead was implanted below the original lead to address the pain.

Event description:
It was reported that the patients lead migrated causing inadequate stimulation. The lead was originally placed at the t12, thoracic, height to address the patients chronic low back pain in the left s1, sacral, area. The patient underwent a revision procedure in which a second lead was implanted below the original lead to address the pain.

Manufacturer narrative:
Block b3: approximated based on the date of the revision procedure.